Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the of the failure of the main to ignite was failure of the igniter. In addition, it was determined the main lamp was a non-olympus lamp. Per the instructions for use, "never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to the igniter. The igniter was replaced to resolve the problem.

Event description:
A user facility reported to olympus that the main lamp would start then the unit went to the spare lamp during a procedure. The procedure was completed. Additionally, after changing the main lamp, in an attempt to resolve the problem, the unit continued to switch to the spare lamp. There was no patient injury or harm, associated with the problem, reported to olympus.